Event description:
It was reported that the patient experienced stimulation from the left ventricular lead when lying down. The lead configuration was reprogrammed, and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.